Event description:
An internal manufacturing engineer discovered a caliper error of more than 25% when the user applications with the "dual" feature on are recalled, and when using vector or curved transducers.